Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2015-130417

Event description:
A biomedical engineer reported that the valved trocars were leaking. The issue was resolved by using plugs and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.